Event description:
It was reported that the patient expired due to cardiac pump failure. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.